Manufacturer narrative:
(B)(4). Concomitant medical products: cat#: 00630506040 lot#: unk liner standard 3.5 mm offset 40 mm i.d. For use with 60 mm o.d. Shell. Unk 60 trilogy cup. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00055, 0001822565 - 2023-00801 the customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip procedure that was subsequently revised approximately thirteen (13) years later due to cobalt level of 8.1. The patient had an MRI which showed a collection of fluid and was brought to surgery for a revision. The head and liner were removed. The liner was damaged upon removal. The kinectiv neck was not able to be removed and was left in the stem. The stem was solid in the femur and was not explanted. Attempts have been made and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} proposed component code: mechanical (g04)- stem no product was returned. Part and lot identification are necessary for review of device history records, neither were provided for the neck and stem. Medical records were not provided. There is no problem found relating to the neck and stem not disengaging as they are designed to achieve stable, long term fixation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.